Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and analysis of the device revealed normal battery depletion. Concomitant products: 0184 competitor defib lead (B)(6) 2005; 4473 competitor pacing lead (B)(6) 2005. (B)(4).

Event description:
It was reported that the device experienced early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.